Event description:
It was reported that using one of the batches (not known which one) the blue plug of the freezing bag disconnected from the tube and opened the system and we were forced to discard the cells and almost were unable to reach appropriate dose for the patient. These are severe incidents that sabotage the clinical trial.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a failure of the occlusive plug on the freezing bag resulting in loss of cell product. As a result the patient who was enrolled in the phase I/ii clinical trial barely met the dosage criteria of cell product. However, as the patient did achieve the minimal required dose, it does not appear to be a protocol violation or treatment failure. For a more complete safety assessment, the study protocol should be reviewed by the medical director. As in all cases of cryocyte bag sterility breach there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk there is also the potential that if the cells are utilized (based on patient need and doctor recommendations) the need for additional antibiotic treatment and greater risk of infection to the patient.. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(4). A follow-up submission will be sent upon the receipt of additional information and its analysis.